Event description:
Boston scientific received information that one day post implant, low sensing and loss of capture were observed with this right ventricular lead. Surgical intervention was initiated to reposition the lead; however, due to complications the lead was unable to be successfully repositioned. As a result, the product was removed and is expected to be returned for a post market evaluation. Another boston scientific lead was implanted in the absence of adverse patient effects.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. A stylet was successfully inserted into the lead. Dried body fluid was noted in the helix mechanism. The helix was unable to be retracted, likely due to the dried body fluid. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities that would have resulted in loss of capture and poor sensing.